Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare recommended replacement of the consolidated ventilator interface board.

Event description:
The hospital reported that the unit had a ventilator failure. There was no reported patient injury.